Event description:
During a left shoulder hemiarthroplasty, the surgeon used the suspect impactor on the humeral head implant. The suspect impactor plastic head portion broke into two pieces which fell on to the or floor. A replacement impactor was used. No patient consequence. No delay to procedure.

Event description:
This report is #1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. A review of manufacturing records have been requested. A review of synthes device history records indicated the lot for this device was inspected and conformed to the synthes inspection sheet. There were no complaint-related anomalies, mrrs, or ncrs associated with this lot.

Manufacturer narrative:
Device is used for treatment, not diagnosis. Due to an unknown cause, the cap broke off of the handle. The material and hardness of the handle were confirmed to be within specification. The neck of the cap was the only feature available to measure and it was within specifications. The cap threads and head were not able to be verified due to the break and impact damage. The parts all passed inspection at the time of manufacturing.